Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 377760, lot# v011432, implanted: (B)(6) 2008, product type: lead. Product ID: 377760, lot# v007742, implanted: (B)(6) 2008, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that he has had a problem with his leads ever since he fell back in (B)(6) 2016. The patient reported that after the fall his stimulation coverage completely changed. The patient reported that a manufacturer¿s representative (rep) checked the device and leads and determined that everything was working okay. The patient reported that the healthcare provider (hcp) did x-rays and determined that the leads had all moved about an inch from their original position. The patient reported that the rep wasn't aware of the lead migration. The patient reported that he got a sharp burning pain down his right side when he tried to use his stimulation and had to adjust himself in a weird position to get anything. The patient reported that the hcp recommended surgery to replace the leads. The patient wanted to know if reprogramming may help instead. Additional information was received from a rep on 08/01/2017. The rep reported that beginning in (B)(6) 2016 ins coverage changed (didn't provide the patient with adequate relief as before) and he periodically experienced shocking sensations near his left hip only when the ins was on. The rep reported that the patient experienced a fall in (B)(6), after which these symptoms started and he attributed the changes in stimulation to the fall. The rep reported t hat the physician ordered x-rays at some point to check for lead migration. The rep reported that they didn't know the results of the x-ray. The rep reported that they reprogrammed the ins using just one lead and optimal coverage was achieved as well as resolution. The rep reported that the issues were resolved. No further complications were reported.